Event description:
It was reported that (1)tx60b device was used during a bowel resection procedure. It was reported by the rep that the tx60b device didn't staple correctly. Another stapler was opened. It is unknown how the case was completed. There was no consequence to the pt.